Event description:
It was reported that during an unspecified procedure, removal difficulties were encountered. There were two 20 mm lesions located in the mildly tortuous right ostium. The rotalink plus 1.75 mm burr was advanced to the lesion. The rotalink plus 1.75 mm burr went through the calcium, and when the physician attempted to withdraw the burr back into the guide catheter, he encountered difficulty. The rotalink plus 1.75 mm burr had not become stuck in the lesion; the rotalink plus 1.75 mm burr catheter was bent which contributed to the difficulties. The physician removed the rotalink plus 1.75 mm burr, unspecified guide wire and the runway guide catheter as a system. No pt complications occurred.

Manufacturer narrative:
(B)(4).